Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had to charge their ins everyday and this had become progressively worse since implant. They charged for 1.5-2 hours to 100% and 30 hours later they received the "low battery" message. The patient didn't seem to be programmed on hd settings. They noted they could feel stimulation. When the patient put the recharging belt on and charged they started to sweat- the equipment didn't feel hot and the area wasn't hot but they felt sweat from their head and their whole body was on fire. They also noted that they had been seeing the "software problem" screen and a representative told them to reset the programmer. The message came up 4 times last week in the same day. The patient hadn't received the message since. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw system problem messages rm04 and rm06. The patient mentioned getting software problem messages. The patient said the messages started on (B)(6) 2019. The patient said on (B)(6) 2019 she saw the rm06 message. The patient said she was seeing the rm04 message on the call. The patient said she has done troubleshooting in the past and the issue was not resolved. The patient said she can't get the ins to charge at all, but she is able to charge the controller just fine. The patient said the ins battery was currently at 50% and the controller battery was at 100%. The patient said at the time she saw the system problem messages she was not able to charge the ins. No further complications were reported.